Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set issue in which patient attempted to change the tubing but were unable to connect the components together event on (B)(6) 2026. The infusion set was in use for two and half hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.